Event description:
The customer reported that the 9600 system displayed an iris error message. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on site investigation. The collimator was replaced. The system was tested and is operating as intended. This event may be an accidental radiation occurrence.